Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 15mm longitudinal tear in the balloon wall from proximal to the distal ends of the balloon and a shaft kink at the end of the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified bifurcation site of the mid left anterior descending (lad) artery and 1st diagonal branch of lad. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 11 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.